Event description:
It was reported that during a prostate procedure, the laser system repeatedly went into standby mode, resulting in the procedure being rescheduled. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
System analysis/service repair: the reported issue could not be reproduced. The calibration scale factor displayed on panel 2 was within spec. The smooth reading % displayed in software was between 5 and 12% in standby mode, ready mode or when firing at 180w, this testing was done with a moxy fiber up to 307, 456 joules. The system was tested and verified to specification.